Manufacturer narrative:
An event regarding disassociation involving a triathlon insert was reported. The event was confirmed by x-ray. Method & results: medical records received and evaluation: medical review indicated the following; further problems developed soon. Very shortly after this first revision, patient returned with a completely dislocated tibial bearing. It had ¿popped out¿ completely. No diagnostic information or symptoms other than confirmation of the tibial bearing dislocation in anterior direction by radiological report and available x-rays. Another revision was performed on (B)(6) 2015, with again a bearing exchange of the 16-mm triathlon bearing to a new 16-mm device, same type and thickness. The overall diagnosis indicated: the choice for a cr type of device in a knee with a major trauma history causing pcl instability plus an undersized tibial baseplate caused mismatch in knee and device kinematics with resulting instability requiring conversion to a hinged mrh knee some 15-months later as third revision where two previous revisions did not solve the underlying problem. Conclusions: the patient was revised for pain and "popping noises" in the knee. Medical records indicated new bearing completely ¿popped out of place¿ requiring another revision surgery in july 2015 for a dislocated bearing exchange. The exact cause of the event could not be determined because insufficient information was provided. Further information such as product return, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Revision due to disassociation of the insert.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Revision due to disassociation of the insert.